Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to a micro dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, the ligature marks were detected 16 cm distal to the is-1 connector pin. Multiple abrasion marks were noted along the lead body. Cuts in the insulation were observed 17 cm distal to the is-1 connector pin. Blood penetrated the lead in this area. Furthermore a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the explantation procedure. Due to the blood residuals inside the lead the mechanical analysis was not properly feasible. The electrical analysis did not show any deviations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.